Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The home patient (hp) stated that she had disconnected and reconnected to the hc before the alarm occurred. The technical service representative (tsr) had the hp cycle the power to system error 2367, then cycle the power again to press go to start. The tsr had the hp disconnect and remove the cassette to discard the supplies. The tsr explained the alarm and assisted the hp to clear the alarm and advised to contact nurse. The hp stated she would do a manual exchange. The hc unit was operational. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm is confirmed and the assignable cause is use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.